Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading on their adc blood glucose meter. Customer reported receiving a reading of 22 mg/dl which, was lower than a laboratory reading of 354 mg/dl. The results fell into the "d" zone showing the difference in values to be clinically significant. There was no death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This report is being filed as a correction. The reported ¿report date¿ was incorrect on the follow-up #2 submission. The correct report date is 09-dec-2016.

Event description:
Customer reported receiving a low reading on their adc blood glucose meter. Customer reported receiving a reading of 22 mg/dl which, was lower than a laboratory reading of 354 mg/dl. The results fell into the ''d'' zone showing the difference in values to be clinically significant. There was no death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This report serves as a correction report. Brand name was inadvertently identified as a precision xtra blood glucose monitoring system. The correct brand name for the reported product is freestyle precision h. This section and related sections have been updated to reflect the correction.

Event description:
Customer reported receiving a low reading on their adc blood glucose meter. Customer reported receiving a reading of 22 mg/dl which, was lower than a laboratory reading of 354 mg/dl. The results fell into the ''d'' zone showing the difference in values to be clinically significant. There was no death, serious injury or mistreatment associated with this event.